Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 02/25/2016. The fse found pinch valve lv14 intermittently not activating. He reseated the cable connection for lv14 and turned lv14 on/off under solenoid function screen and the instrument ran without any leaks or startup failures. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of 5 ml from a coulter act diff analyzer while running startup. The leak was not contained within the instrument and startup failures reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.